Event description:
The iab was inserted into the patient on 10/7/96. On 10/11/96 after the iabp for about four days, the iab was being removed and a "clot" was noted inside the iab which caused the removal to be difficult. On 11/7/96, the following was reported to datascope: inflation continued without an indication that there was a leak. No alarms sounded. Patient's current status: discharged - rpt'd 11/7/96.

Manufacturer narrative:
Device label codes: 1738, 1738. Underwater leak testing disclosed a leak in the balloon membrane. Probable cause of difficulty: the penetration is characteristic of that produced when the membrane is subjected to non-linear or biaxial folding. Biaxial folding is produced when the balloon is subjected to a non-predictable folding pattern, as when it enters a subintimal space, is located too high in the aortic arch, or enters the subclavian artery.